Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 15% in one month. A battery depletion (bd) alert was also displayed on the monitoring system. Data analysis was performed, and a safe replacement window of 90-days was recommended. There is no evidence to suggest that this intervention has been performed. The patient is being monitored. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 30% to 15% in one month. A battery depletion (bd) alert was also displayed on the monitoring system. Data analysis was performed, and a safe replacement window of 90-days was recommended. There is no evidence to suggest that this intervention has been performed. The patient is being monitored. No adverse patient effects were reported. The device remains in service. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis as it was discarded by the explanting facility.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.